Event description:
The customer reported to vyaire medical problem with bellavista 1000 getting technical failure 316 - blower failure and technical failure 400 - inspiration valve or device leaky alarm during a quick check prior connecting to the patient. Additionally, there was a burnt smell and the inspiratory block was manually stopped. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, it was determined that the main electronics is defective indicated in the screenshot. Also, the inspiratory block valve test failed the loss step test, but that could be related to the main electronics or the blower. There is also alarm 324 - battery failure. Customer was advised to replace the main electronics and perform the blower test, and inspiratory block test, and then send the log files. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire medical did not received the suspect device for evalution. Exact issue is unclear and customer did not provide any further details. Case has been closed after three attempts without any reply from the customer. Root cause is not determinable. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.